Event description:
Reported that the device stopped working during surgery. Unknown if coag or cut was issue but believed to be coag. Later identified that unknown error code on generator during case causing rf energy delivery to cease. Power cycling the unit resolved the issue and the case was completed. After case completed biomed tested unit and measured low power outputs.

Event description:
Reported that the device stopped working during surgery. Unknown if coag or cut was issue but believed to be coag. Unknown error code on generator during case.

Manufacturer narrative:
Product event #(B)(4) evaluation process: unit received in good condition and internal visual inspection revealed no loose or broken components. Unit delivered rf energy correctly into fixed resistors. Error log: 17 e3 (patient return electrode has poor connection), 15 e5 (monopolar device has reached end of life). E3 and e5 errors are considered normal use errors. To establish that the unit delivered energy correctly, the active burn-in portion of test procedure tp-0048 was performed. The unit passed with no issues. Root cause: unit delivered rf energy correctly into fixed resistors in the service department and passed active burn-in portion of test procedure tp-0048 (demonstrating reliable delivery of prescribed energy levels) with no issues. It is unclear how the biomed tested the unit and whether he used the correct rated loads and measurement equipment (peak cut energy does not lend itself well to measurement with a pearson transformer). (B)(4).

Manufacturer narrative:
(B)(4). Eval code method, results, conclusion: product scheduled for return but not received by manufacturer for inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.